Event description:
It was reported that this pacemaker was found to be depleting faster than expected. At the most recent follow-up, the longevity has decreased to about two and a half years in few months. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption for approximately a year. Technical services (ts) recommended device replacement because of this anomaly. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service.